Event description:
Report received of several incidents of complete tubing separation with bleedback. Customer reports that on several separate occasions, patients in an outpatient surgical unit have experienced complete tubing separations at the proximal end of the y-site. The customer states that it was if "there was no sealer". There have been several incidents of bleedback, but amounts were reported to be insignificant. It was reported that in all incidents, patients were receiving lactated ringers. Tubing sets were changed with no further problems. There were no reported adverse patient effects. Add'l patient information was requested, but no further patient information was available.